Event description:
It was reported the cool path duo catheter was used in conjunction with the hansen robotic system and the artisan control catheter to perform atrial fibrillation ablation on (B)(6) 2010. The cool path duo catheter was placed inside the artisan control catheter and the physician accessed the left atrium through the transseptal puncture performed earlier in the procedure. The physician had performed 12 minutes of rf ablation at 25 watts with a 45 degree temperature limit when it was noted the pt's blood pressure began to decrease and echocardiography revealed that the artisan control catheter along with the cool path duo catheter were in the pericardium. Transcutaneous puncture was performed and the only thing extracted from the pericardium was the liquid perfused through the artisan control catheter. Ablation was continued conventionally with a cool path duo catheter in the left atria with no further problems noted. Esophageal temperature was monitored using a temperature probe during the procedure. The pt reportedly recovered normally and was stable after the procedure. On (B)(6) 2010, the pt was readmitted to the hospital with an air embolism. An atrio-esophageal fistula was discovered and pt subsequently died on (B)(6) 2011.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible as the lot number for the device is unk. The cause for the reported event is unk. (B)(4).